Manufacturer narrative:
Device evaluation: the oxygen (o2) sensor was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and the reported issue was duplicated. The cause of the reported event was isolated to an out of range o2 sensor; the o2 sensor failed to calibrate. The issue will continue to be internally investigated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated an oxygen (o2) sensor alarm. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the o2 sensor and reseated the connections. The se performed calibrations and extended self-testing on the device and all tests passed.